Event description:
It was reported that the patient presented during a pacemaker replacement procedure. During procedure, it was observed that the set screw of the pacemaker was stripped. The pacemaker was explanted and replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.